Event description:
Per the clinic, the patient experienced high intensity loud sound with the device use, resulting in pain and discomfort. Troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2024, and it is unknown if there are plans to reimplant the patient as of the date of this report.